Event description:
On (B)(6) 2010, the patient stated that the up button on her insulin infusion device would not respond while trying to program a bolus. When she pressed the button, there is no change on the insulin infusion device's display, the button does pop back up after being pressed, and the insulin infusion device has not been dropped. The patient will be sent a new insulin infusion device. The patient was advised to use her back-up insulin infusion device until the new insulin infusion device arrives. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or record party to address the issue. Product was requested to be returned for evaluation.